Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown ceramic head. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported that a (B)(6) year old patient informed that he was operated in 1995 using unknown hip prosthesis implanted to the right joint and in 2002 his left hip was operated using abg ii prosthesis with ceramic head. As patient informed, treatment and rehabilitation were both fast and w/o adverse consequences. According to patient, seldom it could be heard that the left hip was producing noises (squeaking). As patient informed doctors evaluated the hip and stated that it should not be a reason for patient's worries. According to patient in (B)(6) 2014, after delicate left hip contusion followed by x-ray examination, doctors did not find any damage to the prosthesis, however, another doctor looking at x-rays suspected damage to the prosthesis. As patient informed, repeated x-rays (after several days) showed breakage of the ceramic head which required immediate intervention to replace damage prosthesis head to the new one. According to patient, during revision surgery it was found that all the other elements of the prosthesis were found to be ok and anchorage of the prosthesis in the bone was also correct. As per the patient, the revision surgery was performed in private clinic and the patient borne, it costs. According to patient he started to hear similar noises as before again (squeaking), while prosthesis implanted to the right hip does not produce noises at all.